Event description:
Initial implant of one main body graft and two iliac leg grafts was in 2006. Then, due to patient anatomy changing over time, the aneurysm grew so the physician placed an add'l iliac leg graft in 2007 with a positive outcome.

Manufacturer narrative:
Evaluation: still under investigation.